Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of device not turned on was not confirmed. The device could not be turned on; due to a faulty converter unit. In addition, there was no digital visual interface output; due to a faulty printed circuit board. The front panel was blinking; due to a faulty converter unit. The video connector had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device (visera elite video system center), is an olympus loaner asset that could not be turned on. No procedure was involved, or report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that both phenomenon's "the device could not be turned on¿ and "the front panel is blinking¿ were caused by the failure of the converter unit. Additionally, the phenomenon "no dvi power" was likely caused by a failure of a printed circuit dp board with image output functions including image signal processing functions. A root cause for the listed phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.